Event description:
A manufacturer representative (rep) reported that the patient has redness on the left side of the implantable pulse generator (ipg) underneath the skin. It was stated that the patient had a fall 1 month prior to date notified, with the redness appearing soon after. The patient's neurologist and neurosurgeon started and are continuing an antibiotic to hopefully treat/prevent infection. It was confirmed that there is nothing wrong with the patient's therapy. The patient's indication for implant is unknown.

Manufacturer narrative:
Other applicable components are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported the patient had the ins and extension removed (b)((6) 2017 and the patient is still being treated with antibiotics. Once the infection clears the patient will be re-implanted. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.